Event description:
It was reported that the customer was unable to charge the pump, leading to the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.